Event description:
The pump was reposition (reason unknown). During surgery, the hcp was unable to aspirate the catheter. The event was attributed to the entire catheter. After opening the catheter incision site, and injecting contrast dye, she was able to aspirate cerebrospinal fluid. The patient recovered without sequela. The pump was used to deliver fentanyl, bupivacaine, baclofen, and droperidol. Additional information has been requested. A follow-up report will be submitted if additional information becomes available.

Manufacturer narrative:
(B)(4).